Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia ultra universal xl stapler and one endo gia tri-staple reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the reload noted that it was partially fired to the 5 cm cut line and engaged in interlock. Functionally, the instrument was loaded with a pmv representative reload. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted a sheared tooth on the anterior firing rack. Functionally, the reload was loaded into a pmv instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. The sutures were severed and the remaining reinforcement material was applied. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Received one egia ultra universal xl stapler and one endo gia* tri-staple rr 60mm et reload for evaluation.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure involving the stomach. The stapler stuck on the stomach during firing. The device partially fired. The surgeon was not able to squeeze the handle once it locked. The jaws of the device locked onto the tissue but was able to be worked off. To fix the incomplete staple line it was re-stapled. There was a small amount of tissue loss due to starting the staple line over with a new reload. Currently the patient is doing well.